Manufacturer narrative:
The insulin pump was received with frozen display and constant tone due to faulty connector on mother board. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The night before he woke up because the insulin pump was beeping. The insulin pump would not stop beeping and he took the battery out. When he replaced the battery with a new one, the number 2 was stuck on the screen and it continued to beep. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.